Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. However, the insulin pump had intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, racked display window corners, cracked battery tube threads, broken belt clip slot, and cracked reservoir tube lip.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Blood glucose level was 76 mg/dl at the time of the call. No further information was provided. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).